Event description:
It was reported of a catheter breakage. No other information provided, at this time. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter damage is inconclusive due to the lack of detail in the returned photo. One photo of a 4fr sl groshong catheter was returned for evaluation. The photo shows a portion of the proximal end of the catheter tubing and a portion of the two-piece connector. The catheter is resting against the skin of a patient. A sheet of plastic, likely part of the securement dressing, is covering the catheter. Bubbles are present between the plastic dressing and the patient's skin, suggesting that liquid is present underneath the dressing. Yellow/green residue can be seen on the locking arms of the two-piece connector and on the catheter tubing just below the distal end of the strain relief sleeve. Below the residue, on the catheter tubing, an arc shaped mark is present on the catheter. However, the photo does not provide enough detail to determine if this is damage or some other type of artifact. Additionally, there is insufficient evidence to determine if the observed liquid originated from the catheter. Based on the available material for review, there is insufficient evidence to identify the alleged issue or a root cause of the reported issue.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported of a catheter breakage. No other information provided, at this time.